Event description:
It was reported, the patient experienced less than 50% of therapy relief. The patient had a fall one month prior and that was when symptoms began. The catheter was studied using indium dye. The catheter was fractured distal to the anchor. The catheter was explanted and replaced. The patient status was indicated as alive-no injury. The pump was used to deliver dilaudid and clonidine.

Manufacturer narrative:
Product ID, 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).